Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads are in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched. (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the outer insulation was kinked/buckled, the inner tubing was kinked/buckled, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead through the vein. The leads were "kinked" and upon inspection the coil was "deformed" and "not smooth anymore" in both leads. There was difficulty in positioning both leads, as the lead kept "bending." The physician stopped the procedure and will try another time. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead through the vein. The leads were "kinked" and upon inspection the coil was "deformed" and "not smooth anymore" in both leads. There was difficulty in positioning both leads, as the lead kept "bending." The physician stopped the procedure and will try another time. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead through the vein. The leads were "kinked" and upon inspection the coil was "deformed" and "not smooth anymore" in both leads. There was difficulty in positioning both leads, as the lead kept "bending." The physician stopped the procedure and will try another time. No patient complications were reported as a result of this event.